Event description:
It was reported that the patient presented with right renal failure due to the right renal being covered with the stent graft. A secondary intervention was not performed. The type ia endoleak has not resolved and the patient is being monitored by the physician.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck was short measuring 10 mm in length and it was angulated. It was reported that there was a type I endoleak observed post implant. The physician performed touch-up with a reliant balloon and the endoleak reduced, but did not completely resolve. The procedure was completed and the decision was made to continue to monitor the patient. The physician commented that the endoleak was likely anatomy related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short, angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short, angulated aortic neck).

Manufacturer narrative:
(B)(4).